Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The bmw guide wire referenced, is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 85% stenosed mid left main. A 3.5 x 18 mm xience prime stent delivery system was advanced to the lesion but could not cross. During withdrawal of the stent delivery system over a balance middleweight (bmw) guide wire, resistance was felt and the core was bent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.